Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h164 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot h164 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs were provided for evaluation. The provided photographs verify the recirculation pump loop tubing has disconnected from the t-connector port. The tubing is bonded to the port during manufacturing. The tubing disconnecting from the t-connector port indicates that the solvent bond joint was weak. A material trace of the tubing used to manufacture lot h164 showed no non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The cause of the tubing leak was most likely a weak solvent bond between the tubing and the port. The root cause of the weak solvent bond was most likely a manufacturing operator error during the tube bonding process. Retraining has been completed for all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 1000 ml of whole blood had been processed when the leak was observed. The customer reported the leak appeared to be coming from the recirculation pump loop tubing. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was stable. The customer returned photographs for investigation.